Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two years, eleven months and thirteen days post port placement, the device allegedly had complete rupture of the port-a-cath tubing, the end of the tubing being located intra-cardiac. It was further reported that the extravasation of the contrast medium at the level of the proximal part of the tubing. Reportedly, the patient feels pain in the neck/collarbone and swelling is observed. Additionally, the patient had an intracardiac port-a-cath fragment removed and the case was removed from the right pectoral region. Current status of the patient is reported to be stable.

Event description:
It was reported that two years, eleven months and thirteen days post port placement, the device allegedly had complete rupture of the port-a-cath tubing, the end of the tubing being located intra-cardiac. It was further reported that the extravasation of the contrast medium at the level of the proximal part of the tubing. Reportedly, the patient feels pain in the neck/collarbone and swelling is observed. Additionally, the patient had an intracardiac port-a-cath fragment removed and the case was removed from the right pectoral region. Current status of the patient is reported to be stable.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one power port isp MRI implantable port attached to a groshong catheter in two segments was received for evaluation. Gross, microscopic visual, tactile and functional testing were performed. A compound break was noted on the attached catheter approximately 5.8 cm from the distal end of the cath-lock. The edges were noted to be uneven. The surface was noted to be round and smooth on both regions. A complete circumferential break was noted on the distal end of the attached catheter. The edges were noted to be uneven. The surface was noted to be round and smooth in one region and granular in the other region. The distal catheter segment was returned and measured approximately 11.5 cm in length. A complete circumferential break was noted to the proximal end of the distal catheter segment. The edges were noted to be uneven. The surface was noted to be round and smooth in one region and granular in the other region. Splits were noted on the border of both regions. Upon infusion, a leak from the compound break was observed while water exited the distal end of the catheter. One x-ray image was provided and reviewed. The catheter is disrupted at the level of the right internal jugular. The distal aspect of the catheter is not visualized. Therefore, the investigation is confirmed for the reported catheter fracture, fluid leak, material separation and migration issues and identified naturally worn and deformation issues. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Although a definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.